Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the lcd was missing a softkey. There was no patient involvement.